Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for: on (B)(6) 2025, all channels sampled, 13 colony forming units (cfus) of escherichia hermanii. On (B)(6) 2025 (control), all channels sampled, 15 colony forming units (cfus) of acinetobacter baumannii, escherichia hermanii, methylobacterium species, and micrococucus luleus. On (B)(6) 2025 (recheck), all channels sampled, 2 colony forming units (cfus) of dermacoccus sp. On (B)(6) 2025 (recheck), all channels sampled, 20 colony forming units (cfus) of micrococci spp, coagulase-negative staphylococci, staphylococcus saprophyticus, acinetobacter baumannii, dermacoccus sp, and priestia sp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.